Manufacturer narrative:
The investigation of this complaint is still in progress. This report will be updated upon completion of the investigation.

Event description:
It was reported that there was a tear in the first electrode of the catheter, and the catheter had high impedance readings and it would not let the customer ablate. There were no injuries reported.